Event description:
The pt has been hospitalized due to a diabetic ketoacidosis. The reporter could not be more specific as to what events had led to the hospitalization. Reporter stated that any time they have trouble with high blood sugar they will change their injection site and tubing. The pump event history was reviewed and there were no alerts or alarms that corresponded to the incidence of high blood sugar. The pt's doctor has advised their that the pump may be a likely source of their difficulty in regulating their blood sugar and suggested they request a replacement. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.